Event description:
It was reported that stent damage occurred. Vascular access was obtained via radial artery. The 24mm x 2.5mm, concentric de novo containing a >45 and <90 degrees bend located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50 x 24 synergy drug-eluting stent was advanced but failed to cross lesion. After the device was removed, the tip of the stent itself was found deformed. The procedure was completed with a different device. There were no complications reported and the patient's status was stable.